Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after approximately twenty-one (21) years due to unknown reasons. As reported, the valve was implanted when the patient was (B)(6) years old who, in this time frame, underwent two (2) pregnancies. No additional details have been provided at this time.